Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. The patient reported that he saw an end of service (eos) code. The patient reported that his ins was no longer working. The patient reported that he saw a code to call his doctor when he tried to put the patient programmer against his implant and during the call saw eos. The patient reported that the ins stopped working so he got an injection because he couldn¿t walk and legs gave out on him and then the patient fell. The patient also reported pain down back and legs. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2017-06-06. The patient reported that they were calling in to a letter they received. The patient reported that the device stopped working due to battery depletion end of service (eos) and then the patient reported symptom return. The patient didn't have anything to add. The patient reported that they were trying to find a healthcare provider to replace his neurostimulator (ins).